Event description:
(B)(4) received will be included with the report. This is #5 of 5 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.